Event description:
Revision surgery - due to a soft tissue irritation from the long tibial baseplate screw. The surgeon removed the tibial insert, extracted the screw, inserted a new insert, and re-surfaced the patella.

Manufacturer narrative:
The reason for this revision surgery was to remedy a soft tissue irritation after 1.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one with a missing part in the package, and one screw heads slipped through the counter bore in mating item, both from different lot numbers. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.